Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
The customer contacted stryker to report that their device provided incomplete voice prompts. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.